Event description:
It was reported that the tip of the instrument is breaking during use and the mushroom end is reportedly falling off into the sphenoid sinus. The user facility reported approximately eight similar incidents breaking within the last twelve months but no details were provided. It is unknown whether all eight of the tips fell into the sphenoid sinus.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records is not possible without additional device information. Attempts have been made to obtain additional information from the user facility. A supplemental report will be submitted if additional information is obtained.